Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported by the patient representative that on the (B)(6) 2023 the patient went into what they assumed was intrathecal baclofen (itb) withdrawal. The patient was kicking and flailing on their left side severely and violently. The patient rep stated that the heart rate was 200, the temperature was 102, and the respiratory rate was 55. Patient was given oral baclofen. It was reported she had to call 911 and take the patient to the hospital 3 times. The patient rep stated that the healthcare provider did an ir catheter test and did not find any issues with the catheter. Troubleshooting was not required.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The patient¿s friend/family member stated that patient has been in and out of the hospital since the first week of (B)(6) due to tremors. The caller stated that they finally got a neurologist that agreed that the catheter is probably bad. The patient is on 10mg of baclofen 3 times a day and is doing quite well. Per the caller the pump has been interrogated 6 times and each time it says it's fine. The patient's heart rate was 200 and they had tremors that they had never seen before. The caller inquired about ways to check if a catheter is functional, and the agent reviewed some common diagnostics and was advised to discuss with the healthcare provider. The caller was redirected to the healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 8709sc; serial# (B)(6); implanted: (B)(6) 2010; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 04-mar-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that there was no infusion system related device issue, patient/therapy issue or procedural issue. It was also reported that the cause of the issue was not determined. There were no further actions/interventions taken and the dye study was normal. The patient's and device status was not provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.